Event description:
It was reported the broncho videoscope's image would blink on and off when toggled or angulated. It was not specified during what type of device usage the reported event occurred. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation,a definitive root cause could not be established. It is likely the following led to the malfunction: whatever caused the heavy dents on the insertion tube could have damaged the charged coupled device that caused the reported image issues. Olympus will continue to monitor field performance for this device.